Event description:
Pinnacle compounder (new equipment not old and worn) with visible particles of pain or plastic like paint chips coming off the lipid fill manifold part of the compounder. Compounder cleaned with staticide only as required by policy i305-010. Chips of paint coming off dual chamber spike manifold holder into flowhood. Per (B)(4) note: a replacement module was shipped to customer. The product was rec'd and visually inspected. It was confirmed that there was resin coming off of the dual chamber. The dual chamber was replaced #(B)(4) and preventative maintenance was performed.

Manufacturer narrative:
A supplier corrective action notification (scan) has been issued for the resin coming off of the manifold holder. (B)(4).